Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 120 mg/dl. Customer drank three sodas in order to treat before paramedics were called. Customer was hospitalized due to low blood glucose. Customer reports that insulin pump malfunctioned. Customer reports that after changing infusion set, insulin pump continued to prime. No further information provided.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.